Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm reading was reported inaccurate (over 100 mg/dl off) and the patient self-treated with insulin. The patient experienced hypoglycemia which made him ¿crash¿ and no specific symptoms were reported. An ambulance was called and the paramedics took a blood glucose reading which was 40 mg/dl and the cgm was reading 205 mg/dl. The paramedics treated the patient with glucose gel took the patient to the hospital. It is unknown what treatment was provided at the hospital or how long the patient was in the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.